Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-11318. The pt had two leads from the same lot. It was reported the pt experienced pain at the ipg and lead site. The pt also experienced swelling and discomfort at the lead site when stimulation was turned on. Reprogramming did not provide resolution. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.